Manufacturer narrative:
The returned device showed damage to the distal end of the tip which is an indication of the tip coming into contact with another instrument or hard surface. This type of damage most likely occurred during the maintenance of the device.

Event description:
The surgeon reported that the phaco tip broke at the end of the procedure. The broken piece was removed and there was no impact to the pt.